Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative observed that a "no zero" message occurs on the display when the pressure cable is bent with force at the input connection. He replaced the pressure input cable assembly (part number: 0012-00-0977). The report of keys not functioning was not duplicated; however, this may reflect the customer's inability to zero the pressure channel. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, some of the keys of the iabp were not functioning and "no zero" displayed after initially zeroing and obtaining pressure readings. The pt was switched to another iabp and therapy was continued. No pt injury was reported.